Manufacturer narrative:
Journal article was received and will be reviewed as part of ongoing investigation. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that a journal article was retrieved from journal of orthopaedics and traumatology that reported a retrospective study from (B)(6). The study reported one intraoperative complication where the patient experienced an intraoperative fracture of the greater trochanter that was managed with braided cables and healed with limiting active abduction and dragging load on the operated limb.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Event description: the journal article total hip arthroplasty for dysplastic coxarthrosis using a cementless wagner cone stem reports on one intraoperative fracture of the greater trochanter that was managed with braided cables and healed with limiting active abduction and dragging load on the operated limb for 6 weeks. Review of received data: journal article: total hip arthroplasty for dysplastic coxarthrosis using a cementless wagner cone stem results (page 5): one intraoperative complication was reported: one patient experienced an intraoperative fracture of the greater trochanter that was managed with braided cables and healed with limiting active abduction and dragging load on the operated limb for 6 weeks. No medical data is available. Due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. Product evaluation: no product was returned. Review of product documentation: device purpose: this device is intended for treatment. Product compatibility: the compatibility check could not be performed due to missing product identification of the involved products. DHR review: review of the device history records could not be performed due to missing reference and lot numbers. No complaint history conducted as product and lot numbers are unknown. Conclusion: the journal article total hip arthroplasty for dysplastic coxarthrosis using a cementless wagner cone stem reports on one intraoperative fracture of the greater trochanter that was managed with braided cables and healed with limiting active abduction and dragging load on the operated limb for 6 weeks. The investigation did not identify a nonconformance or a complaint out of box (coob). Based on the journal article and the information provided, no detailed assessment of the reported event could be conducted. Therefore, a definite cause could not be found. No corrective or preventive actions required. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
No change to previously reported event.